Event description:
Olympus (oekg) was informed that the ¿rubber grommet, relieving the cable, has come off¿ the customer high-definition camera head. The customer¿s reported problem was found during preparation for use. The camera head was returned to olympus for repair evaluation. During inspection and testing, a complete loss of the image function was identified. This report is being submitted to capture the no image malfunction. No death, injury or harm was reported to olympus.

Manufacturer narrative:
During inspection and testing, a complete loss of the image function was identified. The no image malfunction was due to contact failure of the video connector/electrical contacts. The customer reported problem was confirmed as the booster was disconnected from the main body. Additionally, there is humidity and corrosion on the unit and the cable unit has a cut. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it was confirmed the image did not display due to internal flooding. It is likely that the oredome portion of the cable had been removed and inundated by the cable pin bow hall. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head."olympus will continue to monitor field performance for this device.